Event description:
During implant, diagnostic imaging was performed to check the position of the lead, and a pericardial effusion was noted. The physician does not allege the lead caused the event. The patient was in stable condition.

Manufacturer narrative:
The reported event was non-device related pericardial effusion. As received, a complete lead was returned in one piece for analysis. The s-curve was measured and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.